Manufacturer narrative:
The alarm trace showed a "water reservoir too low" alarm. Based on the calibration and qc data, a general reagent issue could be excluded. The field service engineer (fse) cleaned and realigned the sipper nozzles and cleaned the detection unit gripper. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The field service engineer realigned the sample probe. The investigation is ongoing.

Event description:
There was an allegation of questionable bilt3 bilirubin total gen.3 results for 1 patient on a cobas 8000 cobas c 502 module. The initial bilt3 result was 0.58 mg/dl. The customer questioned the low result and repeated it. The repeat result was 14.25 mg/dl. No questionable results were reported outside of the laboratory. The repeat result was deemed correct. The bilt3 reagent lot is 61435701 and the expiration date is 31-aug-2023.